Manufacturer narrative:
Field service engineers (fse) evaluated the sorters on the aia-900 analyzers at the customers' sites. One event was evaluated by the fse over-the-phone with the customer. The fses resolved the reported events by adjusting/aligning the sorters. The aia-900 analyzers were repaired and returned to operational status.

Event description:
This report summarizes <noe> 6 </noe> malfunction events on the aia-900 analyzer. The review of these events indicated that the aia-900 analyzers experienced sorter error messages, which caused delayed reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting of test results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.